Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced "reoccurring low and high" blood glucose levels. Customer suspected adjustments to the settings needed to be changed and planned to consult a healthcare provider. Customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.